Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 575 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that the infusion set change resolved the issue and there was no alarm message during manual prime. Customer was advised the infusion set would be replaced and agreed to return the product for analysis.